Manufacturer narrative:
Following the information gathered the backrest section lowered without activation by a user. This situation occurred after raising the backrest. No injury was claimed. The bed was in use by the patient during the event. The unintended backrest lowering could not be recreated during the arjo technician visit. It was found the handset cable casing was ripped off, it was exposing the wires inside. This issue was not confirmed as the one contributed to the reported unintended movement. The review of post-market surveillance data revealed that the unintended movement may be caused by a few different component failures. There were also some complaints in which the button on the control panel was being pushed unintentionally. The exact affected component leading to the claimed issue could not be identified. Arjo device failed to meet its performance specification since the unintended movement occurred. The device was used for patient treatment when the malfunction occurred. The complaint was assessed as reportable due to the unintended lowering of the backrest section. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Event description:
Following the information gathered the backrest section lowered without activation by a user. No injury was claimed. The bed was in use by a patient during the event.